Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the emergency room (ER) due to shocks delivered. Upon programmer interrogation, the field representative was unable to view the stored tachy episode. As a result, it was unclear whether the delivered shocks were appropriate. However, it was determined that this ICD had recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Upon clearing the code 1005, the ICD recorded a code 1007, indicative of a prolonged charge time (CT). It was noted that the ICD was last interrogated in 2016, and the ICD had been implanted for 15 years. Technical services (ts) reviewed troubleshooting options, and recommended replacement of both the ICD and rv lead. The ICD was explanted and replaced later that day due to battery depletion and the observed codes 1005 and 1007. Rv lead testing during the procedure indicated that the rv lead functioning as intended, and the decision was made to keep the rv lead in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.